Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that during a cardiomems implant procedure, the physician had difficulty advancing to the pulmonary artery (pa). Physican attempted to remove slack from pa catheter in the right ventricle (rv) and lost wire placement. Wire was advanced without much pa catheter support and was advanced to a smaller branch of the left pulmonary artery (lpa). Patient began to cough and was found to have blood. Patient was intubated to protect airway. Cardiovascular (cv) surgeon recommended giving reversing agents to help stop bleed. The bleeding site was coiled to get hemostasis. Implant was aborted with no plans to reschedule at this time. Delivery catheter was opened but never inserted.